Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer last changed his infusion set the day prior to the event and he was disconnected during priming. Immediately prior to the event, the customer gave himself a bolus to cover a meal. At this time, his blood glucose reading was 73 mg/dl. As advised by his doctor, the customer was running a basal rate ten units higher than his normal basal rate. Nothing further was reported.